Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind and e70 was confirmed in the alarm history due to motor encoder signal out of phase; unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.